Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 42 indicating a motor current sense failure; the alert reoccurred after a guided restart, and the patient was instructed to replace the device and use backup subcutaneous insulin via pen until the replacement arrived. Symptoms included device alarm notifications without reported adverse clinical effects. Outcomes included interruption of insulin delivery from the ilet and a transition to backup therapy. Investigation included review of device history and guided troubleshooting, including verification of the alert in the device history and a restart procedure. Investigation of this device revealed a persistent motor current sense failure consistent with an insulin delivery subsystem malfunction. It was concluded that the cause was a device malfunction with a component failure in the motor current sensing pathway.